Event description:
The patient was revised because of metallosis.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes 2747884 and 2942409 did not reveal any related manufacturing anomalies. A complaint database search finds no other reported incidents against lot c82fr1 since its release for distribution. Provided medical records have been reviewed. Evidence suggest there may have been malposition of the components. This and the abductor tear may be contributing factors in the problems reported. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The investigation could not draw any conclusions about the reported event based on the provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
UDI: (B)(4).

Event description:
In addition to what was previously alleged, ppf alleges metal wear and elevated metal ions. Doi: (B)(6) 2009; dor: (B)(6) 2011; (right hip).